Event description:
It was reported that the device had possible early battery depletion due to increased left ventricular (lv) lead thresholds requiring increased lv output. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2011. A 5076 implantable pacing lead: (B)(6) 2011. A 6947 implantable tachy lead: (B)(6) 2011. (B)(4).